Event description:
The device was returned for analysis and it was determined to be at end of battery life. The failure to program was duplicated in the laboratory and determined to be the result of normal expected battery depletion, based on the battery life analysis and electrical test results. The pulse generator module performed according to functional specifications.there were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
The patient had their generator replaced on (B)(6). Prior to surgery their device was unable to be interrogated and felt to be at end of battery life. The explanted generator is being returned for analysis.

Event description:
A vns patient's mother called and reported that their child has an increase in seizures and mother thinks the generator is no longer working. She explained that she has tried the magnet and it is not doing anything. They do not currently have a neurologist following the patient. Further investigation is unable to be performed until the patient is seen by a vns treating physician for evaluation. A battery life calculation was performed and resulted in a negative results. It is possible this patient's generator is at end of battery life.

Manufacturer narrative:
Type of report corrected data; omitted on initial report, 30 day report. Operator of device corrected data: lay user/patient not physician.